Event description:
Just as the perfusionist was almost finished emptying the blood from the bag, the spike line separated from the spike. Two to three cc's of blood spilled onto the machine and the perfusionist. No add'l blood needed to be given to the pt to compensate for the loss. The perfusionist did not suffer any ill effects.